Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels (28 mg/dl). Customer stated that he over-bolused. Customer ate sugary foods to treat low bg level.